Event description:
It was reported that customer has been dealing with repeated bent cannulas and got no delivery alarm followed by high blood glucose. Customer stated woke up with blood glucose of 555 mg/dl. Customer's blood glucose was 300 mg/dl and treated with manual injection. Troubleshooting was done for bent cannula, blood at site and serter issue. The customer was advised that infusion sets and serter would be replaced and requested customer to return the old sets and old serter. No further information provided.

Manufacturer narrative:
Inspected 1 opened quick serter for locking and proper operation. Performed insertion test using a new lab quick set onto rubber skin. Quick serter failed per inspection found the quick serter barrel walls with excessive glue from quick-set tape.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.